Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3986a, lot # lc0717, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. Since the date of implant, it ¿never worked.¿ about two years prior to report the patient started feeling zapping in his arms and shoulders. The patient would go through ¿three to four days of uncomfortable zapping¿ then he would either get used to it or it would sometimes stop. The patient also sometimes experienced a ¿horrible discomfort¿ around the battery area. There was a lot of ¿play¿ at the implant site and the patient could move his implant all the way to the right side. The physician told the patient not to worry about it and the device was going to be left implanted. The patient wanted to be sure his device was turned off. Additional information received reported the patient still had concerns with the device or therapy, but had not sought further help.